Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the large needle driver instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the large needle driver (part number 471006-12/ lot number k102203070740) associated with this event has been performed. Per this review of the logs, the large needle driver instrument was last used in a procedure on (B)(6) 2022 via system sk4575. The alleged instrument had 6 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that, the large needle driver instrument tip had insufficient rotation. It was unknown if a fragment fell inside the patient during the da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci assisted endometriosis resection surgical procedure, the large needle driver instrument tip had insufficient rotation/movement. The instrument did not rotate properly. There was no patient injury. It was noted that it was unknown if a fragment fell inside the patient as a result of the reported issue. Intuitive surgical (is) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The large needle driver instrument was placed and driven on an in-house system. The large needle driver instrument passed the recognition and engagement tests. The large needle driver instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The large needle driver passed the needle handling test. There were no errors during in-house testing. The large needle driver instrument was fully functional. It was tested multiple times and passed with no issues. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.